Manufacturer narrative:
Customer returned pump for an alleged partial display found on nov 29, 2021. Pump received with cracked lcd glass. Pump passed the displacement test, however the pump failed the self test. Pump was cut open to perform visual inspection and cracks were found on the lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked glass and minor scratches on lcd window. In summary, customers alleged partial display was confirmed by visual inspection where a cracked lcd glass was noted causing a partial display. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that the insulin pump's screen became defective and whole center screen was gone. Customer stated they managed to use insulin pump through phone. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.